Manufacturer narrative:
No conclusions code available. The reported rapid battery depletion was confirmed in the laboratory. Based on available parameter and usage information, a longevity calculation was performed and the device was within expected longevity performance. However, rapid battery depletion was observed during a short period. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the rapid battery depletion could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected drop in battery voltage/longevity was observed. The device was explanted and replaced. The patient's condition is fine after the event.